Event description:
A report was received that the patient has been experiencing inadequate coverage. The leads are showing high impedance contacts. The physician has suggested exploratory surgery to determine the reason for the high impedances, which could possibly be due to a poor connection between the ipg and lead.